Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that water was difficult to inject into the balloon during pretest.

Manufacturer narrative:
The reported event was confirmed as cause unknown. Received only the catheter for evaluation. The catheter was visually evaluated and it was observed to have a pinched inflation lumen and an external dent mark at the location of the pinch. The lumen appeared to have been clamped off. Per the functional testing, using a lab syringe, the balloon was unable to be inflated with 10ml. Instead, the inflation funnel filled with water and ballooned out. The balloon was then deflated and repeated using the quick fill technique and achieved the same result. The condition was a result of post manufacturing damage and was not found to be manufacturing related.the following results were obtained during the dimensional evaluation: pinched inflation lumen 10 cm from tip . Eye snip length 2/32". Eye snip width 1/32". Eye snip distance from distal cuff 8/32". Eye snip distance from proximal cuff 9/32". Rubberize thickness 10 thou. Reinforcement 157 thou. Inflation funnel thickness 54 thou. Balloon thickness (average) 23 thou. Inflation lumen coverage 5 thou. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "[warnings] 1.method for use (1)do not inflate the balloon in the urethra. [The urethra may be injured.] (2)do not pull the catheter hard. [The bladder/urethra may be injured.] 2.applicable patients 3.insert catheter into the urethral meatus, and advance it until the balloon enters the bladder and urine flows out through the catheter. Using a syringe packaged in the tray, infuse the specified volume of sterile water into the inflation lumen to inflate the balloon." (B)(4).

Event description:
It was reported that water was difficult to inject into the balloon during pretest.